Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the powercross catheter was received with the balloon chamber exhibiting a longitudinal tear but still bonded to the catheter at both the proximal and distal ends of the catheter. The distal tip and distal marker band are present. The returned powercross exhibited crimping damage in the proximal bond area that would affect inflation and deflation.

Event description:
Account states balloon was difficult to inflate and would not deflate. The physician had to perforate to remove. No injury to the patient reported and the procedure was completed.

Manufacturer narrative:
A review of the manufacture records for this device was conducted. Review of the procedure notes received did not find any reference to the reported event of difficulty deflating and inflating the balloon.